Event description:
Related manufacturer reference number: 2017865-2023-52347. It was reported that the patient's pacemaker and lead exhibited high pacing impedance measurements. No intervention was reported. The condition of the patient was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.